Event description:
The meter would give a blood glucose reading around 500 mg/dl and immediately after, a reading around 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference between thr readings falls in the "c" zone of the parkes error grid, making the differnece clincially significant. The contact did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.